Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 565-572 mg/dl. The cause of the high bg was unknown. A manual insulin injection was administered and a correction bolus was delivered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. In addition, the customer discussed the reported issue with a clinical support specialist. Recommendation was made to discuss diabetes management with a health care professional.